Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant using a small flexnav delivery system (ds). The access was through the left common iliac artery (cia) (4.7mm×2.7mm). During the procedure, two 14f non-abbott sheaths and the small flexnav ds were unable to cross. The inner cylinder of a 16f was inserted into an 14f non-abbott sheath and bougie was performed, but it again failed to cross. An endovascular treatment (evt) interventional procedure (7.8mm) was attempted, but it was unable to cross too. Afterwards, a dissection was confirmed in the external iliac artery (eia) and it was repaired surgically. The current status of the patient is unknown.

Manufacturer narrative:
An event of use of device problem related to tissue damage and vascular dissection was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported use of device problem (unable to cross the cia) resulted in vascular dissection appears to be related to patient anatomy. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant using a small flexnav delivery system (ds). The access was through the left common iliac artery (cia) (4.7mm×2.7mm). During the procedure, two 14f non-abbott sheaths and the small flexnav ds were unable to cross. The inner cylinder of a 16f was inserted into an 14f non-abbott sheath and bougie was performed, but it again failed to cross. An endovascular treatment (evt) interventional procedure (7.8mm) was attempted, but it was unable to cross too. Afterwards, a dissection was confirmed in the external iliac artery (eia) and it was repaired surgically. The current status of the patient is unknown.